Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 33-year-old female patient who had essure (batch no. 20240919) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemic, hair loss and ovulation pain. Previously administered products included for an unreported indication: iron supplement and mirena. Concurrent conditions included stress incontinence, female, sneezing, gastritis, helicobacter pylori antibody, herpes simplex, alcohol use, diarrhea, abdominal pain, iron deficiency anemia, myopia, palpitations, ferritin low, anesthesia, hemostasis, thromboembolic event and stress. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraine"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery ((B)(6) 2017, bilateral salpingoo-opherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she need additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral tubal occlusion pathology test - on (B)(6) 2017: bilateral fallopian tubes with paratubal cysts on (B)(6) 2017 pathology test was performed having result right essure coil", removal: hardware (gross examination only) bilateral fallopian tubes, bilateral salpingectomy complete cross section of fallopian tube x 2 bilateral fallopian tubes with paratubal cysts left essure coil", removal:hardware (gross examination only). ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; menorrhagia, dysmenorrhea, pelvic pain, abnormal vaginal bleeding, migraine, fatigue,headache. Most recent follow-up information incorporated above includes: on (B)(6) 2018: from pfs events " abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, migraines , headaches, dysmenorrhea (cramping), dyspareunia, pain, fatigue" are added. Lab data added. Patient, reporter and product information are added. Concomitant and historical condition are added from medical record. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 33-year-old female patient who had essure (batch no. 20240919) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemic, hair loss and ovulation pain. Previously administered products included for an unreported indication: iron supplement and mirena. Concurrent conditions included stress incontinence, female, sneezing, gastritis, helicobacter pylori antibody positive, herpes simplex, alcohol use, diarrhea, abdominal pain, iron deficiency anemia, myopia, palpitations, ferritin low, anesthesia, hemostasis, thromboembolic event and stress. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraine"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery ((B)(6) 2017, bilateral salpingoo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she need additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral tubal occlusion pathology test - on (B)(6) 2017: bilateral fallopian tubes with paratubal cysts on 13-09-2017 pathology test was performed having result right essure coil", removal: hardware (gross examination only) bilateral fallopian tubes, bilateral salpingectomy complete cross section of fallopian tube x 2 bilateral fallopian tubes with paratubal cysts left essure coil", removal:hardware (gross examination only) ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; menorrhagia, dysmenorrhea, pelvic pain, abnormal vaginal bleeding, migraine, fatigue,headache. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 33-year-old female patient who had essure (batch no. 20240919) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemic, hair loss and ovulation pain. * on (B)(6) 2017 pathology test was performed having result right essure coil", removal: hardware (gross examination only) bilateral fallopian tubes, bilateral salpingectomy complete cross section of fallopian tube x 2 bilateral fallopian tubes with paratubal cysts left essure coil", removal:hardware (gross examination only). Previously administered products included for an unreported indication: iron supplement and mirena. Concurrent conditions included stress incontinence, female, sneezing, gastritis, helicobacter pylori antibody positive, herpes simplex, alcohol use, diarrhea, abdominal pain, iron deficiency anemia, myopia, palpitations, ferritin low, anesthesia, hemostasis, thromboembolic event and stress. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraine"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), cardiac disorder ("blood /heart disorder"), blood disorder ("blood /heart disorder"), gastrointestinal disorder ("gi conditions") and alopecia ("hair loss"). The patient was treated with surgery ((B)(6) 2017, bilateral salpingoo-opherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, abdominal pain, cardiac disorder, blood disorder, gastrointestinal disorder and alopecia had resolved and the vaginal haemorrhage, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she need additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: bilateral tubal occlusion. Pathology test - on (B)(6) 2017: results: bilateral fallopian tubes with paratubal cysts. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; menorrhagia, dysmenorrhea, pelvic pain, abnormal vaginal bleeding, migraine, fatigue,headache. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: new pfs received- new events added: abdominal pain, blood/heart disorder, gi conditions.outcome of events pain, bleeding, other was updated from unknown to recovered/resolved were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 33-year-old female patient who had essure (batch no. 20240919) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemic, hair loss, ovulation pain and umbilical hernia repair. Previously administered products included for an unreported indication: iron supplement and mirena. Concurrent conditions included stress incontinence, female, sneezing, gastritis, helicobacter pylori antibody positive, herpes simplex, alcohol use, diarrhea, abdominal pain, iron deficiency anemia, myopia, palpitations, ferritin low, anesthesia, hemostasis, thromboembolic event and stress. Concomitant products included famotidine, iron, methocarbamol (robaxin) and omeprazole magnesium (prilosec). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and iron deficiency anaemia ("blood /heart disorder: iron deficiency anemia"). In (B)(6) 2014, the patient experienced gastritis ("gi conditions: gastritis"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced incontinence ("bladder or urinary problems or changes: incontinence") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery ((B)(6) 2017, bilateral salpingoo-opherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, abdominal pain, iron deficiency anaemia, gastritis and alopecia had resolved, the vaginal haemorrhage and incontinence was resolving and the urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, gastritis, headache, incontinence, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: bilateral tubal occlusion. Pathology test - on (B)(6) 2017: results: bilateral fallopian tubes with paratubal cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record; menorrhagia, dysmenorrhea, pelvic pain, abnormal vaginal bleeding, migraine, fatigue and headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: pfs received. Event pt changed from blood /heart disorder to iron deficiency anemia, gi conditions to gastritis, bladder or urinary problems or changes to incontinence. Event outcome of abnormal bleeding (vaginal), incontinence were updated from unknown to recovering/resolving. Event onset date was updated. Concomitant drug and patient demographics was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.